Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of small pinpoint size puncture in tubing near spike could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2477-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem nv bld 1ss dehp free experienced leakage. The following information was provided by the initial reporter: material no. 2477-0007, lot no. Unknown. I would like to report a punctured blood bag incident. Nursing management stated that administering rn followed correct spiking technique, however, they thought the ¿spikes are very sharp and it came in contact with the bag.¿ blood bag is not available for investigation as it was discarded.